Manufacturer narrative:
Ps53932. The rd900afu neopuff infant resuscitator is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we received the complaint device and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the gas outlet port of an rd900afu neopuff infant resuscitator was broken. This was noticed after pt use. No pt consequence was reported.